Event description:
Caller reported patient experienced an elevated blood glucose level of 300 mg/dl while at school on (B)(6) 2014. Caller stated patient reported he saw the piston rod move a tiny bit backwards and thus no insulin in the tubing. Caller reported calling hospital for advice on elevated blood glucose level and later in the afternoon the patient's blood glucose level was under control by his parents. Caller stated patient has an elevated blood glucose level again and they decided to switch to the backup pump; blood glucose level under control again. Caller reported the parents allege the pump does not deliver insulin correctly. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).